Event description:
It was reported the recharger app was stuck on 60% charged, excellent connection screen. Pt said they had tried powering off and on the handset but same issue was persisting. Pt said the issue started 2 days ago. During the call, agent had the pt reset the recharger, close all app on the handset and connect to the recharger app. Pt said they can see the same screen showing 60% charged, excellent connection. Agent had the pt power off the handset for about a minute and back on. Agent had the pt turn off and on the bluetooth, close all app on the handset and connect to the recharger app. Pt said they got not found message 2x and when they pressed the retry button the third time it connected and shows ins was 100% charged. The troubleshooting steps that were taken on the call resolved the issue. Additional info received from patient that the implant battery is not recharging. Patient states they currently see the normal implant charging (closed loop), low battery charge screen where the implant battery is blinking red but not giving a percentage. Patient reports the screen shows excellent charge quality however the implant battery has not increased now for 45 mins. Patient states they have been monitoring it the whole time and confirmed it has said excellent during the whole session. Patient states the implant battery was at 100% 2 days ago and they don't know how it is already depleted. Agent directed patient to stop charging and restart the handset. Patient then attempted to recharge the implant again but the screen displayed 'searching for device' for a few minutes. Agent directed patient to close out of all the apps and reset the recharger - patient did so and then again reported the screen displayed 'searching for device' without advancing to the normal recharging screen. Agent then had patient close all apps again and turn bluetooth off and back on- patient did so but the issue persisted showing the 'searching for device' screen. Patient noted they had already tried resetting the recharger and turning bluetooth off and back on prior to calling. During call patient tried putting the recharger on bare skin but said that it shocked them and this had not happened before. Patient confirmed no recent falls or trauma. Agent sent arequest to repair to replace the recharger. 2026-apr-29 rtg1031986 (con): additional info received from patient that they received the replacement recharger and they charged it all night but it still won't connect to their scs. Patient reports the screen says "searching for device" and noted this issue has been going on for at least a week and a half. Patient was redirected to follow-up with their managing hcp. Case re-opened and assigned to agent to add secure note. Escalated patient called back and repeated previously documented information. Patient stated they were advised to reached out to hcp, but when they talked to the doctor today, they were advised to contact us. Agent reviewed information. Patient stated they received a new wireless recharger and attempted pairing with the handset. Patient stated the new wireless recharger remained nonfunctional and requested replacement for all equipment. Agent had the patient start charging session. Patient stated they were stuck on "searching for device" screen even after they closed all apps. Agent had the patient to restart the handset and reset the wireless recharger and attempted to connect to recharger app. Patient then confirmed connected successfully and ins charging with good connection. While on the call patient mentioned they are using theold wireless recharger and the battery level stays empty. Advised the patient to use the new wireless recharger. Patient became more escalated and stated that the replacement wr doesn't work and won't charge. Patient mentioned they charge the device overnight and the wr power button displays red. Agent had the patient to reset the wireless recharger, but patient reported the power button remained red. Agent reviewed wr power button red. Agent had the patient to connect to recharger app. Patient reported not found message. Advised tapping on "switch recharger" to pair the new wireless recharger however patient tap on "retry" instead. Agent advised the patient not to press anything without guidance. Patient responded they already knew what to do since they had used the device for two years. During the call, patient repeatedly pressed the communicator power button because it kept turning off. Agent advised that each piece of equipment could only be used one at a time. Patient responded no one had mentioned that before. Patient appeared confused regarding proper usage of each piece of equipment and did not follow instructions consistently. Patient reported " not found" message again, advised tapping " switch recharger then scan the code. Patient reported " recharger inactive". Agent had the patient to checked wireless recharger battery level and confirmed wr at 100%. Agent had the patient to reset the wireless recharger one more time and close all apps. Patient stated when all apps were closed, the screen returned to the same display as before closing. Agent had the patient to restart the handset and also reported the wireless recharger power button changed from red to green. Patient attempted to connect to recharger app. Patient then confirmed connected successfully. Implant was charging with excellent connection, and the battery level went up from empty to 30%. Patient stated that they need to turn on the therapy. Patient will charge the implant for now and will call back for assistance in connecting to therapy app. Patient then reported charging went up to 40%. Advised the patient to continue charging the implant, monitor the device and call back for further assistance. Agent closed the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.